Manufacturer narrative:
Conclusion: reseated the foot board. This user facility serves as the health care provider for one of the state prisons. As a result, it has been reported that pts intentionally damage various device components with unrestrained appendages. Additionally, pts are regularly restrained in manners that conflict with the device's instructions for use.

Event description:
It was reported by service report that the foot board and scale were not working. It is unknown if there was pt involvement or if there are adverse consequences to report.